Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and with corroded battery tube. No button error alarms noted. The insulin pump has minor scratches on the lcd window; cracked case at the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.